Event description:
It was reported that low impedance was observed on the right ventricular lead during a follow-up visit in (B)(6) 2014. Device reprogramming was performed at that time. During a follow-up on (B)(6) 2014, lead impedance was stable. No patient symptoms were reported and the patient would continue to be monitored.